Manufacturer narrative:
Device evaluation summary: visual inspection shows a section of the tip is broken off. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a dlp i.m.a. Cannula, it was reported that the tip broke off the 2mm vessel cannula during vein harvesting during the coronary artery bypass graft (CABG) procedure. While checking the vein at the end of the back table, the customer noticed that the tip came off the 2mm vessel cannula and bounced off the table away from the operative field. This was immediately raised by the circulating team and the surgeon. The entire room was searched multiple times and after thoroughly searching the room, the broken piece was located by the perfusionist. For reference, the piece was no larger than a grain of rice. The customer stated that it was possibly due to a defective device as the tip should never come apart from the cannula. The use of the device was unspecified. There was no adverse patient effect associated with this event.

Event description:
Medtronic received information that during use of a dlp arteriotomy cannula, it was reported that the tip broke off the 2 mm vessel cannula during vein harvesting during the coronary artery bypass graft (CABG) procedure. While checking the vein at the end of the back table, the customer noticed that the tip came off the 2 mm vessel cannula and bounced off the table away from the operative field. This was immediately raised by the circulating team and the surgeon. The entire room was searched multiple times and after thoroughly searching the room, the broken piece was located by the perfusionist. For reference, the piece was no larger than a grain of rice. The customer stated that it was possibly due to a defective device as the tip should never come apart from the cannula. The use of the device was unspecified. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Correction b5: updated device name. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.